Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose went up to 600 mg/dl. The patient treated with an insulin pump bolus. Troubleshooting did not occur for the high blood glucose or to inspect the insulin pump. The customer was advised to monitor the insulin pump and call back if additional assistance is required.